Manufacturer narrative:
Medical device problem code added, structural problems. Patient states they have cut their tongue 2 additional times after reporting the same problem in their initial event. Patient also stated they experienced alignment issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that the aligners are sharp and cut their tongue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.